Event description:
The import was implanted in 1999. When removing in 2001, it broke where the tubing connects to port and the tubing itself broke. A piece of the tubing was left in the pt's ventricle.